Manufacturer narrative:
Correction: the part listed on the initial 3500a was the kit level of the instrument. Actual instrument information provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the instrument was not damaged. The surgeon was concerned that the design of the driver/screw interface was looser than desired. The surgeon requested the driver/screw interface to be tighter. The hardware feature request was documented in a medtronic navigation hardware tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, a site's solera mast 4.75 driver did not thread into the screw for a secure fit and the screw will toggle. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number is not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. No parts have been received by manufacturer for analysis. The site opted not to replace the reported driver.